Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridges were loose and dislodged from the pump. Customer's blood glucose level was not impacted. Tandem technical support advised the customer to wear the pump in a case to address the issue.